Event description:
The stem inserter is "not working properly." The event did not occur during a surgical procedure.

Manufacturer narrative:
Summary of evaluation: insuffcient was received to determine the cause of this event.